Manufacturer narrative:
This ipg serial number was included in a field correction. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had been experiencing burning sensation at the pocket and shocking in both the legs that started a year ago. The sensation was present when the stimulation was turned off and on. Also the ipg had been requiring frequent charging. Reprogramming the device was unable to resolve the issue. A new charging system was sent to the patient. The ipg was unable to communicate with the charger and the patient programmer. No further information is available at this time.